Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump button had to pressed harder to respond and error received. No harm requiring medical intervention was reported. Insulin pump had rejected new batteries, grinding noise when rewinding and multiple no delivery alarms. Insulin pump backlight was dim and unresponsive couple of times. The insulin pump will be returned for analysis.